Manufacturer narrative:
Carefusion has requested additional information from the user facility on the reported event and status of the patient. As of (B)(6) 2015 there has been no additional information provided by the user facility pertaining to that request. (B)(4) : a carefusion field service representative was dispatched to the user facility. The field service representative evaluated the device, reproduced the reported event and determined that the most likely cause was that the device's main pcba was malfunctioning. The field service representative replaced the main pcba and ran the device through a complete calibration and checkout per the service manual to ensure that it meets factory specifications. Upon completion the device was returned to the user facility's control ready to be placed back into service.

Event description:
The user facility biomed reported that during use on a patient the device alarmed "xdcr fault". The patient was removed from the device and placed on another device with no harm to the patient. The user facility biomed also reported that after cleaning the device it is now alarming "circuit fault" and the rate does not match the rate setting.

Manufacturer narrative:
Failure analysis: vela main pcba pn: (B)(4), rev. N, sn: (B)(4) was received into the carefusion failure analysis lab for investigation. The main pcba was installed into a known good vela test vent and calibration was performed per ts, basic ventilator assy vela diamond 91572 sec. 5.7. Testing was performed per the vela ventilator service manual p/n: (B)(4) sec 7.2.1 and 7.2.2 and per the vela ventilator operator¿s manual l3264, manual verification tests on page 29, table 2.3. The unit¿s event log, has several xdcr faults i.e. (2,0,798). Xdcr pt802 zero count range is (37 to 690) note: low ve is related to the xdcr issue. High pip, per the complaint, was found to be related to the customer¿s settings. The other issues listed, eeprom write errors and motor fault, could not be found in the event log. Could not duplicate, unit was alarming xdcr fault, complaint allegation. However, the events log has multiple exhal flow xdcr faults which indicate that this transducer is drifting and is not functioning normally. Finding/root-cause: could not duplicate, unit was alarming xdcr fault, complaint allegation. However, the exhalation differential transducer pt802 pn: 68355 on the main pcba was found to be drifting.